Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d1, d2, d4, g1, g3, g4, g6, h1, h2, h3, h4, h6, h10, and h11. Visual examination of the provided photo identified a fractured impactor which confirmed the reported event that the device was fractured. The lot information was visible; however, no product was returned, therefore no further evaluations can be made. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor fractured while impacting. Attempts to obtain additional information have been made; however, no more information is available at this time.